Event description:
Device malfunction: device #1 detached tip and marker. Time of malfunction: during the procedure. Symptoms/ ae: none reported. It was reported that during an interventional procedure of the distal right superficial femoral artery, after stent deployment in the target lesion, resistance was met when the xceed stent delivery system (sds) was being removed over a 0.035 non-abbott guidewire. A second xceed sds was advanced and deployed without issue. Resistance was met during removal, however the sds was noted to be easier to remove than the first xceed sds. The physician proceeded to post-dilate with an agiltrac balloon catheter, when it was noticed that there were additional marker bands distal to the deployed stents in the popliteal artery. The two exceed sdss were inspected and it was noted that the inner core tips and marker band were found to be detached. One sds tip and marker were retrieved from the anatomy, and the second detached fragment was attempted to be snared, however it remains in the artery. The vessel was reported as occluded and a dissection had occurred between the stents in the superficial femoral artery. It was noted after the many snare attempts and not related to the balloon per the reporter. A third non-abbott stent was implanted as intervention. Subsequent information received via user medwatch reports that "during peripheral angioplasty and stent deployment, a portion of the stent delivery device broke off and was lodged in the distal femoral artery." This represents all available information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A user facility medwatch form was received by the MFR. (B)(4) - used off label in the periphery. Device was received. Investigation is not yet completed. Device #2: the xceed part #(B)(4), lot #49051-6h, referenced is being filed under a separate MFR report number.